Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) of a patient who had been implanted with a neurostimulator for degenerative disc disease/herniated disc pain called on (B)(6) 2015 to report that the patient's device was going to be removed because it had not been working for a long time. It was unknown whether the entire system was going to be explanted. The patient had not seen a managing physician for a long time, and the explanting physician had only seen the patient once before. Follow up has been initiated to obtain troubleshooting details and the cause of the device not working. A supplemental report will be submitted if additional information is received.